Manufacturer narrative:
(B)(4).

Event description:
This lv lead was capped and replaced because it was not functioning. There was no specific complaint listed, other than the lead was not functioning. The pacemaker was replaced at the same time to prevent another surgery in the near future. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.